Event description:
It was reported that a tech called in to report a patient incident where they suspected that "the patient may have been overdose again not harm." The tech had downloaded and generated the event logs and tried to interpret them. Bd later learned through follow up that the event happened some time between 18feb2025 and 20feb2025. It was also clarified that the patient became hypotensive requiring fluid resuscitation, vasopressor infusion and an atropine IV push. The medication for this event was a routine fentanyl infusion with an ordered rate of infusion of 75mcg/hr, a volume to be infused of 200ml and a concentration of 250000mcg/250ml. It was noted that there was also a propofol infusion at 30mcg/kg/min and lactated ringers at 100ml/hr. The infusion was programmed manually using the guardrails drug library and approximately 100ml had infused in 30 minutes. Upon further customer follow up it was confirmed that the correct concentration was 2500mcg/250ml. Additional information received: customer is requesting to determine how long the device was in anesthesia mode and at when the rates were lowered.

Manufacturer narrative:
Omit : concomitant med prod data(8015), b17 - device not returned, c20 - no findings available. Correction: describe event or problem, medical device catalog #, unique device identifier (UDI)#, medical device serial #, concomitant med prod data. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion of fentanyl was not replicated during device laboratory testing but was confirmed through review of the device logs. The pcu event log recorded the suspect pump module s/n (B)(6) had been in active use since at least 17feb2025 at 11:42 am and was programmed to infuse an unknown drug (suspected to be fentanyl) at a concentration of 2500 mcg/250 ml and a dose of 75 mcg/hr. The infusion rate was 7.5 ml/hr. On (B)(6) 2025, at 7:48 am, it was observed that anesthesia mode was enabled on the attached pcu. The volume infused was cleared at 3:46 pm. Then, at 3:59 pm an infusion of fentanyl was programmed and started at a concentration of 2500 mcg/250 ml and a dose of 75 mcg/hr, overriding a guardrails limit (dose above maximum of 5 mcg/hr). The infusion rate was automatically calculated 818.25 ml/hr through weight-based dosing this was followed by an occluded patient side alarm that lasted 24 seconds before the infusion was restarted at 4:00 pm. The infusion had a duration of approximately 10 minutes. At 4:10 pm, the dose was changed to 25 mcg/hr, overriding a guardrails limit (dose above maximum of 5 mcg/hr), and the infusion was started. The infusion rate was automatically calculated 272.75 ml/hr through weight-based dosing. The infusion lasted 14 seconds before being paused at 4:11 pm. The unit was channeled off at 4:12 pm. Then, anesthesia mode was disabled. The total volume infused between 3:59 pm and 4:12 pm was recorded at 144.886 ml. After anesthesia mode was disabled, an infusion for the drug fentanyl was programmed at a concentration of 2500 mcg/250 ml, with a dose of 25 mcg/hr. The infusion rate was 2.5 ml/hr and the vtbi was 250 ml. The device was kept in use until the system was powered off on (B)(6) 2025 at 10:28 pm. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The inspection and testing of the pump module did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Despite the identification of third-party parts, they were not found to be contributing factors to the reported event since the device was operating as intended during testing. A medical device safety alertmms-21-4263-us) was sent out on (B)(6) 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. Root cause: the root cause of the reported over infusion of fentanyl is being attributed to user programming error. It was noted that anesthesia mode was enabled on (B)(6) 2025, at 7:48 am, and an infusion of fentanyl was programmed at a rate of 818.25 ml/hr, infusing a total of 144.886 ml in 13 minutes, between 3:59 pm and 4:12 pm. No anomalies were observed with the suspect pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification during testing. Note that this report lists imdrf annex a1205, a040502, a1801, g04037, g02017, g0200802, g04090, g04088, c07, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a tech called in to report a patient incident where they suspected that "the patient may have been overdose again not harm." The tech had downloaded and generated the event logs and tried to interpret them. Bd later learned through follow up that the event happened some time between 18feb2025 and 20feb2025. It was also clarified that the patient became hypotensive requiring fluid resuscitation, vasopressor infusion and an atropine IV push. The medication for this event was a routine fentanyl infusion with an ordered rate of infusion of 75mcg/hr, a volume to be infused of 200ml and a concentration of 250000mcg/250ml. It was noted that there was also a propofol infusion at 30mcg/kg/min and lactated ringers at 100ml/hr. The infusion was programmed manually using the guardrails drug library and approximately 100ml had infused in 30 minutes.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.